Event description:
It was reported by the clinician that the catheter was being placed in a male pt. The guidewire unraveled and a piece was removed surgically. On 1/31/2008 follow-up info confirmed the guidewire was removed from the pt.

Manufacturer narrative:
Follow up report will be filed if additional info becomes available